Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced ¿severe odema¿ (edema) and ¿fluid in the lungs¿ during an infusion with an unspecified infusor device. It was reported that ¿after each attempt to use the infusor¿ (number of attempts unspecified), within two hours, the patient experienced substantial fluid on the lungs and after 8 hours of use, the patient felt unable to breathe, described as a "drowning effect." Patient symptoms abated when the infusor was removed. It was not reported if medical intervention took place in relation to this event. Patient outcome was reported as patient was ¿quite well.¿ no additional information is available.